Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was investigated. As received, the charger/modem would not recognize or charge a test battery pack. Upon evaluation, the u14 component was shorted on the bedside board. In addition, the power supply connector was contaminated. The cause of the inability to charge the battery packs cannot be distinguished between the shorted component or contaminated connector. The root cause of the shorted component cannot be positively identified. The root cause of the contaminated connector is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs.